Event description:
It was reported that, the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock due to electromagnetic interference (emi) in the workplace. Troubleshooting was performed by the technical services (ts). This ICD remains in service. No adverse patient effects were reported.